Manufacturer narrative:
The peritonitis occurred on an unknown date reported as ¿unknown date recently¿. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with ceftazidime, cefazolin sodium and vancomycin (doses, frequencies, route of administration and duration was not reported) for peritonitis. At the time of this report, the peritonitis was ongoing and the patient was not recovered from the event. On an unreported date, pd therapy was withdrawn during the treatment. No additional information is available as the reporter has declined to provide further information.